Event description:
On an unknown date, this patient underwent surgery whereby the abdominal aorta was replaced with a surgical graft. Later the patient developed a pseudoaneurysm at the proximal edge of the graft. On (B)(6) 2008, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis aortic extender component to treat the pseudoaneurysm. The patient tolerated the procedure. On (B)(6) 2008, post-operative follow-up examination identified a proximal type I endoleak with no evidence of pseudoaneurysm enlargement. On (B)(6) 2008, an additional procedure was performed to repair the proximal type I endoleak whereby a gore® excluder® aaa endoprosthesis contralateral leg component (right side) and iliac extender component (left side) were implanted parallel to each other within the surgical graft. It was reported that the endoleak was resolved and the patient tolerated the procedure. Subsequent follow-up examinations showed no evidence of endoleak. No further information was provided to gore.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.